Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube there were air bubbles in the gel of 5 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube there were air bubbles in the gel of 5 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received five samples and one photo for investigation. The returned samples underwent a visual inspection for gel air bubbles, and all five samples failed the inspection. The customer photo shows five tubes with severe air bubble defects in the separation gel. Additionally, 30 retained samples were visually inspected for gel air bubbles, and none of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.